Event description:
Vats lobectomy. According to the reporter: on the second firing, the jaws would not open. The surgeon was able to open by force with clamps. The procedure was then converted to an open surgery.

Manufacturer narrative:
.